Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak was observed at the needleless port while total parenteral nutrition was infusing. The physician was notified and new fluid was ordered and hung using a new tubing. The event occurred in newborn ICU. Although requested, additional information was not provided.